Manufacturer narrative:
E1- initial reporter facility name: (B)(6). E1- initial reporter address 1: (B)(6). Device evaluation by MFR: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling to the shaft 33.8cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm and separation but did find buckling to the shaft.

Event description:
It was reported that shaft break occurred. The patient presented with vascular sclerosis and stenosis of lower extremity. A 2.5mm x 120mm x 150cm sterling sl balloon catheter was selected for use. However, after unpacking, the shaft was found to be broken. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. The patient presented with vascular sclerosis and stenosis of lower extremity. A 2.5mm x 120mm x 150cm sterling sl balloon catheter was selected for use. However, after unpacking, the shaft was found to be broken. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital . E1- initial reporter address 1: (B)(6).